Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to complete the fill tubing step of the load process with multiple infusion sets. The customer's blood glucose (bg) level ranged from 153 to greater than 230 mg/dl. The customer delivered a correction bolus and administered a manual injection. As the events occurred in the past, troubleshooting was unable to be performed with tandem technical support.